Event description:
Philips received a complaint on the device indicating they found an audio failure alarm. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips remote service engineer (rse) remotely interviewed the biomedical medical engineer (bmed) who was onsite to evaluate the device in question. The (bmed) confirmed the unit had no sound coming from the unit at all and there was a speaker inoperative "audio failed" message present on the screen. The (bmed) replaced the main board to resolve the issue. Based on the information available, the reported problem was confirmed. After the mainboard replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
H3 other text : evaluation through interview with biomed.